Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt021 catheter mount tubing was torn near the connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the tubing cuff of the catheter mount was split at the connector end. A lot check revealed no other complaints of this nature for lot number 130921. Conclusion: we are unable to determine the cause of the damage to the returned catheter mount. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount became damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.